Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol 3dmax (device 3); additional emdrs will be submitted to represent the bard/davol 3dmax (devices 1, 2, and 4). Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2014 and (B)(6) 2016, the patient underwent surgery for implant of two (2) unspecified bard/davol 3dmax (devices 1, 2, 3, and 4). It is also alleged by the patients attorney that on (B)(6) 2016, patient underwent surgery for the removal of two hernia meshes (devices 1 and 2). As reported, the patient is only making a claim for an adverse patient outcome against the four (4) 3dmax (device 1, 2, 3, and 4). As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿